Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where multiple patients were not crossing over to pyxis. A technical support specialist (tss) ran a downtime query on health sight viewer (hsv), and no errors were found. The tss verified that the device was receiving and processing epic current messages successfully without any issues. The tss then dialed into the sample device that was not displaying the critical override (co) icons and informed the customer of the findings. The server/hsv was still showing incorrect bogus co devices, although they were not appearing on the station. The tss restarted the carefusion notification service, after which hsv no longer displayed the incorrect co devices. The tss verified that the issue had resolved and orders were crossing over. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over to the pyxis station; they were in critical override and were disconnected automatically. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.